Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/14/2013 with the following findings: there was a small tear found in the audio bolus button cover. The complaint of the intermittently unresponsive audio bolus button was not able to be duplicated; the audio bolus button responded appropriately to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged that the audio bolus button was intermittently unresponsive and required multiple button presses with increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.